Manufacturer narrative:
(B)(4); diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient stated she had been having issues with inaccuracies for 8 months and lost consciousness. The patient did not report any specific cgm or blood glucose readings from the time she passed out but stated that ¿it was off anywhere from 100 to 150 points¿. No treatment was reported for the times she lost consciousness, but she stated that she has gone to the hospital. The patient added that the doctor stated that it could not have been an issue with her insulin pump. During the report of the event the patient gave 3 examples of inaccuracies but did not state that these were in any way related to the events of the loss of consciousness. The 2 inaccuracies reported were a cgm reading of 40 mg/dl and a blood glucose reading of 145 mg/dl and a cgm reading of high and a blood glucose reading of 200 mg/dl. No other details were documented and further attempts to reach the patient for more information were unsuccessful. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
There was not a complete set of reported glucose values available to search within the parkes error grid calculator.